Event description:
An abbott customer technical advocate (cta) was contacted by the account with regard to erratic pt results generated by using a cell-dyn 1800 analyzer. The account generated an initial hemoglobin result of 4.7 g/dl and platelet value of 2 k/el. The sample was repeated twice yielding (hgb=11.8 g/dl, plt= 12 k/ul) and (hgb=4.3 g/l, plt=2 k/ul). A new sample was drawn yielded a hgb=4.3 g/dl and plt=4 k/ul which was reported and questioned by a physician. The account states the the physician did not believe the results and thought it was an instrument error. No error messages requiring further action were genterated. Dispersional data flags warning the user that the result fell below the established ranges were generated by the cell-dyn 1800. The low and normal controls were in range but the high controls was out of range. No impact to pt management was reported.